Event description:
The manufacturer received information alleging an issue related to the active exhalation control module was observed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing. The device's active exhalation control module needs to be replaced to address the issue.